Manufacturer narrative:
This issue was previously reported under MDR number 1628664-2019-00551. Under the incorrect abbott manufacturing location. This report is being filed on an international product, list number 7p96 that has a similar product distributed in the us, list number 6l45. Patient information: all available patient information was included. Additional patient details are not available. Review of complaint activity did not identify any trends for the alinity total bilirubin assay and no other complaints were identified for lot 54539uq02. Review of the customer's quality control data was reviewed and was found to be within range indicating the reagent was performing as expected. Manufacturing documentation for the assay was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity total bilirubin assay was identified.

Event description:
The customer reported a falsely depressed alinity c total bilirubin result. Sample ID (B)(6) generated an initial result of 0.30 mg/dl and retests of 7.37, 7.29 and 7.30 mg/dl. No impact to patient management was reported.